Manufacturer narrative:
The investigation did not identify a product problem. A general instrument or reagent problem could not be identified. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable troponin t hs result for one patient sample from the cobas 6000 e 601 module. The initial result was 0.039 ng/ml and was reported outside of the laboratory. The results from another sample from the patient were 0.005 ng/l and 0.007 ng/l. On (B)(6) 2019, the repeat result was from the original sample was 0.004 ng/l. The reagent lot number was 42906601 with an expiration date of 31-jan-2021.